Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient's condition was showing improvement.

Manufacturer narrative:
Date of event is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-01159. It was reported the trial patient experienced loss of motor functions and weakness in the right leg. MRI revealed bruising on the spinal cord. As a result, the patient underwent surgical intervention during which the leads were explanted. The patient is undergoing physical therapy.